Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "vent blocked creating vacuum in bag / poor interfaces with connections". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the customer had a couple of issues with urine meter drain bags that they had been using for some time. This caused an issue with some of the nursing staff. For background, the customer had to change the urine meter last year due to obsolescence of the previous type they used. The main difference between the two urine meters was that this drain bag (bard product ref: (B)(4) had a 150cm tube and a metal clip. In terms of the metal clip, this caused an incident in their MRI scanning department. In terms of the 150cm tube, the nursing team were having issues with the drainage. One of the wards had new urinary catheter bags or external tubes. The external tubes did not drain directly into the bag. The nurses needed to manipulate the tube; they called this milking. The tube needed to be held in the air, so that the urine could drain into the bag. In this incident, according to the mother of the patient, the catheter was removed without being milked. This could have contributed to retention. The patient who was a child was bedridden and not allowed to move, which also could have contributed to the retention. This customer had noticed that these new catheter bags or tubes did not drain without a manual assistant. One of the representatives suggested that this incident sounded very odd as they thought they should not milking the catheters and holding them up could lead to urine to flow back into the bladder and could cause urinary tract infection. They stated that the catheter should not need to be milked and the bags should always be maintained lower than the bladder to prevent backflow as it was a risk for urinary tract infection. Another representative spoke with the ward manager yesterday and they informed them that they had noticed urine was not draining effectively since the new catheter bag was introduced on the ward. However, they stated that the manual manipulation was done below the bed and they were not ¿milking¿. The urine catheter bag was not child-specific equipment, they assumed there should be one supplier for the trust. Another representative found that the tubing was much longer so it could be positional for drainage. Another representative had gone to see these on a ward and stated the drainage tube was long, but they also looked very flimsy. They spoke with a nurse who equally had problem with one on nights recently. The patient had a catheter in and called the nurse to say they felt they needed to pass urine. The nurse again maneuvered the tubing to facilitate flow into the bag and the issue was resolved, but it was not acceptable and should not happen. This indicated that there were problems and not related to just one incident. Stated that the adult areas were also having difficulties with the urine bags. The tubing was extremely long, holding pools of urine and nurses had to ¿milk¿ it in order to get it to drain. No medical intervention was reported.